Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral procedure when the mesh was being fixated into the tissue, the device did not fully fire tacks into the tissue and the instrument made an abnormal crunching sound. The fired tacks was not able to hold and penetrate the tissue, a second tacker was opened and used but it had the same issue. A third tacker was opened and used to complete the case. There was no patient injury.